Event description:
Received report that rn attempted to connect secondary set into primary line, connection kept "popping out" unable to obtain tight connection. Medication of methotrexate sodium 62.50/50ml normal saline did not reach patient. There was no patient harm and no medical intervention was required. Although requested, no additional patient or event information provided.

Manufacturer narrative:
(B)(4). Although requested, the set has not been received. A follow up report will be submitted with failure investigation results should the set be received for evaluation.